Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead is showing noise on the rv channel but not on ff. Sensing and impedances are within normal range. Lead remains implanted.